Event description:
It was reported that when the ventilator was being set-up for a pt, the ventilator alarmed and had low output. The ventilator was not connected to a pt when the reported problem occurred. The field service center returned the turbine to the manufacturer for evaluation with a note that stated, "no pressure".